Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient called for assistance in changing the insulin cartridge on her infusion device. While connecting the infusion tubing to the headset, the patient's nail caught on the headset and caused a fold in it. She stated her prior headset also stuck to her finger as she was trying to insert it so that the needle did not go in properly. She said this resulted in her having a slightly elevated blood glucose reading of 170 mg/dl. She stated she has an infusion set insertion device but is new to pump therapy and is apprehensive about using it. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.